Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 19 jan 2023 rather than 20 jan 2023.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited sudden increased of capture threshold. It was also noted that the r wave amplitude were varies. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.